Event description:
Additional information received 27dec2024: the device was implanted on (B)(6) 2024. The patient was instructed to pull the stent on (B)(6) 2024. When the patient attempted the remove the stent on (B)(6) 2024, the tether broke and the stent remained in place. The patient went to the emergency department on (B)(6) 2024 where a urology resident performed bedside removal of the stent.

Manufacturer narrative:
B5: additional information received 27dec2024. D6a: implant date / d6b: explant date. H6: annex a / annex g. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = risk manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a universa firm ureteral stent set was placed in an unspecified treatment. The patient was instructed to remove the stent by pulling. When the patient attempted to remove the device, it broken and remained in place. The patient returned in the emergency department to remove the device, after that he was discharged home. Additional information has been requested but is unavailable at this time.